Manufacturer narrative:
Additional manufacturing dates: 13march2007 and 2may2007. A product investigation was completed: the returned device shows light use during its eight plus year lifespan. The device is broken at the coupling end. Approximately 20mm of the coupling is broken off and was returned. It is unknown what caused the damage, but it is likely that instrument wear (due to the device age) and hard bone were contributing factors. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while attempting to open the femoral canal in antegrade fashion, a drill bit broke off at the point where the bit was inserted into the jacobs chuck at the drill. The drill was easily removed and the procedure continued with very minimal delay (less than 1 minute) using another drill bit. Both pieces were recovered and nothing was left in the patient. The procedure was successfully completed and no other surgery or intervention is anticipated. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not provided by reporter. Additional product codes: gfa, gff, hsz. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ DHR 351.27 lot ur68791. Orchid unique manufactured the 13.0mm cannulated drill bit, p/n 351.27, and lot number ur68791. The supplier¿s certificate of compliance indicates the parts were manufactured to p/n 351.27 and met the required specifications. The parts were inspected to the synthes, incoming final inspection. One mrr was written for packaging damage. The packaging was reworked in-house and the mrr was closed. No other mrrs or ncrs were generated for this lot and the parts were released 2/21/07. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.